Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the peritonitis was determined to be use error due to pet/animal damage. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by fever, abdominal pain, and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the event was due to a cat biting an unspecified tube while the patient was performing therapy. The patient was hospitalized for the event. On the same day, the patient was treated with cefozopran hydrochloride (1g per day, intraperitoneally, for four days) for peritonitis. Four days after onset, the patient began treatment with cefazolin sodium (1g per day, intraperitoneally, for two weeks) for peritonitis. On an unreported date, the patient was re-trained on the proper method of the pd procedure including cat handling during the procedure. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The citation for the literature article is as follows: seita sugitani, kohei omune, shunsuke kawamura, shuhei yamaji, koji maezawa, satoko otsu, yoshihito azuma, yumiko otomo. A case of pd peritonitis by pasteurella multocida from a domestic cat. Kidney and dialysis 2014; 77(s): 167-168. Should additional relevant information become available, a supplemental report will be submitted.